Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to aseptic loosening socket; wear of acetabular component (right). Age at primary: (B)(6). Primary asa: p2-mild disease not incapacitating. Revision njr index no: (B)(6).